Manufacturer narrative:
Hard disk connection realigned; system restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system was unable to boot due to a hard disk connection issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.